Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed ten to fifteen coils ruby coils in the target vessel using the lantern. While attempting to advance the next ruby coil through the lantern, the physician experienced resistance. Upon partially entering the lantern, the ruby coil became stuck; subsequently, it was resheathed. Upon further visual inspection, the ruby coil did not appear to have noticeable damage. The physician then rinsed the ruby coil and flushed the lantern. Next, while re-advancing the same ruby coil through the lantern, the same issue occurred; therefore, the ruby coil was not used for the remainder of the procedure. The procedure was completed using ten to fifteen coils other ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 9.0, 13.0 and 20.0 cm from the proximal end. The distal detachment tip (ddt) was fractured on the distal end of the pusher assembly and was within the introducer sheath. The embolization coil had offset coil winds and was detached from the pusher assembly. The introducer sheath was undamaged. Conclusions: evaluation of the returned ruby coil revealed offset coil winds along the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed that the ddt was fractured off the pusher assembly distal tip and the embolization coil was detached from the pusher assembly. If the device is retracted against resistance, damage such as a fractured pusher assembly and detached embolization coil may occur. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. These kinks and some of the offset coil winds on the embolization coil may be incidental to the reported complaint and may have occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.